Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant located in dental position #16 was removed because the sinus was perforated. The dental procedure was not completed with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One implant was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. The implant could not be functionally tested for the reported failure (perforated sinus) as it is a medical event. Measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, the device was determined to be within design specifications when it left zimvie. Pre-existing patient condition noted on the per was 'low bone density ¿ type IV'. The reported device was intended for tooth # 16 (fdi). X-ray or picture images were not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9 - 10/19. Information identified: contraindications, warnings, precautions and breakage. Per the applicable IFU, under section 'warnings', it is stated that improper techniques can cause bone loss, patient injury, pain and implant failure. DHR review: DHR review for the lot (1224652) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review: complaint history review was performed for the reported lot number (1224652) for similar events (complaint category keywords: medical: other (perforated sinus) and no other complaint was identified. Post market trending review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified since it is a medical condition.

Event description:
No further event information is available at the time of this report.